Event description:
It was reported that a device was used during a rectum procedure. The device became hot. Opened another device to complete the case. No further info is available. There was no consequence to the pt.